Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) small volume (sv) intermates had a high number of air bubbles "some of large size". This was noted in the intermate tubing during infusion affecting the speed of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured between november 06, 2018 - november 08, 2018. Four (4) actual samples were received for evaluation containing approximately 99ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate test was performed with no issues noted; results met specifications. The reported condition was not verified on the returned samples. One (1) device was not received for evaluation; therefore, a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.